Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12207. It was reported that the asymptomatic patient presented in the clinic for follow-up. Upon review, oversensing and noise reversion episodes were observed on both the right ventricular and atrial leads. No intervention was performed. The patient was discharged from the device clinic with stable vitals.